Event description:
Reportedly, the device gave the surgeon the proper tone, indicating the seal was complete. He could then not get the handpiece to release from the tissue. A new handpiece was opened and another seal placed medially to the original seal. The first device was then cut off the tissue. No pt injury reported.